Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report that upon sensor removal, due to an early sensor shutoff, sensor wire was missing. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of her call to dexcom technical support, patient reported that she was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.